Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of (B)(4).

Manufacturer narrative:
The reported condition of failure code 814:00 was not confirmed or duplicated therefore an assignable cause could not be determined. Upon review of the event history by baxter a failure code 814:04 was discovered and found to be due to a faulty air in line printed circuit board. The air in line printed circuit board was recalibrated to correct this failure. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with failure code 814:00. This problem was identified during power-up. There was no report of patient involvement, injury, or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00. During review of the event history it was determined that the a failure code 814:04 failure code occurred on (B)(6), 2011 during delivery causing an interruption of delivery.